Event description:
Customer reported that video cuts in and out.

Manufacturer narrative:
Gehc surgery service personnel ordered new monitor. 6/11/2007 replaced left monitor and adjusted kv tracking. Replaced x-ray on lamp which was missing a cover. Unit is functional and operates as intended.